Event description:
On (B)(6) 2011, the vns patient reported that she was experiencing a lot of seizures and wanted her vns replaced. The patient's physician reported that the patient was last seen by them on (B)(6) 2008 and then prior to that in 2004. They had no information about the patient's increase in seizures. The patient's programming history was reviewed in the manufacturer's programming history database. No anomalies were noted. A worst case battery life calculation was performed with the limited programming history available which revealed 3.6 years until eri = yes. If additional information is received, it will be reported.